Event description:
It was reported during surgery a patient was on the table and the cnra was trying to level the table but was having no success. The cnra then cycled the power (hitting the off button), the table turned 90 degrees and the patient fell off the table hurting himself. Fractured his lumbar and right rib(s). Biomed requested service not knowing if the issue was an operator error or an equipment malfunction. Scheduling an fse to visit site to evaluate the table.

Manufacturer narrative:
Site visit by service engineer revealed the table had not been serviced since its purchase in 2016 as required by the owner's manual (nw0646). A standard preventive maintenance includes verifying the 95 ft/lb torque value of the manual rotation locking mechanism and foot-end locking mechanism. This is a critical adjustment as it is an additional safety feature that ensures the proper functioning of the safety lock switch and unintended rotation of the table. This adjustment relaxes over time and was found to be out of adjustment during the service call post-event. This is not surprising as the table had not been serviced annually as required. After discussion with site staff it is likely the nurse, while intending to use the table off switch, located on the outer-side of the head-end base, the rotation safety lock switch, was inadvertently turned off. The rotation safety lock switch dis-engages the foot-end lock and allows for patient rotation. If the lock switch was properly adjusted to 05 ft/lb torque value, the table would not have freely rotated when rotation safety lock switch was disengaged, but would have required the user to manually rotate the table if desired. This event is attributed to user error and lack of adherence to the preventive maintenance requirements.

Event description:
It was reported during surgery a patient was on the table and the cnra was trying to level the table but was having no success. The cnra then cycled the power (hitting the off button), the table turned 90 degrees and the patient fell off the table hurting himself. Fractured his lumbar and right rib(s). Biomed requested service not knowing if the issue was an operator error or an equipment malfunction. Scheduling an fse to visit site to evaluate the table.